Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a sudden decrease in pacing impedance on the right ventricular (rv) and left ventricular (lv) lead channels. The pacing impedance remains within range. There was also a sudden increase in capture thresholds on the rv lead channel. Isometrics and chest x-ray were performed. No issues were observed. Technical services (ts) reviewed the reports and provided their insight. Further analysis will be performed. The device remains in use. No adverse patient effects were reported. Additional information indicates that loss of capture (loc) may have been observed after comparing some right ventricular automatic threshold (rvat) tests. Additionally, there have been drops in amplitudes. The device remains in use. No adverse patient effects were reported.